Event description:
Caller reported blood glucose results 400 mg/dl and 190 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported that a patient is having a local reaction to pldla tenodesis anchors. The surgeon stated the patient recently presented with an eczema-type rash at 3 months post-op and pain & swelling at approximately 4 months post-op. MRI shows a cystic lesion between the 2 suture anchors. The area around the peek implants is o.k. There has been no surgery site infection, no skin breakdown. Current treatment for the inflammatory reaction is immobilization, rest, and monitoring. Procedure: retrocalcaneal exostosis. The date of original surgery was not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device remains in the patient and could not be evaluated, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device part/lot number was requested but not provided, therefore part number ar-1580b was assigned to this report and the lot number remains unknown. Device history record review could not be performed without part/lot number. Based on the information provided, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Bioabsorbable product directions for use warn of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received from the surgeon providing the correct part/lot number of the implants used in this case. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination.the current condition of the patient was reported as improving; the cystic reactions are resolving. The implants have not been removed. The surgeon will be ordering a repeat MRI to monitor the patient. The surgeon noted that the patient also had a post-op reaction to the individual external absorbable sutures used in the case which may indicate the patient has sensitivity to multiple materials. The patient has no known/confirmed allergies.